Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation / migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain"), abdominal pain ("abdominal pain"), hypersensitivity ("allergy") and psychological trauma ("psych injury related to essure"). The patient was treated with surgery ((B)(6) 2010 (hysterectomy (full) tubal ligation)). Essure was removed on (B)(6) 2010. At the time of the report, the uterine perforation and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain and hypersensitivity had resolved. The reporter considered abdominal pain, genital haemorrhage, hypersensitivity, pelvic pain, psychological trauma and uterine perforation to be related to essure. The reporter commented: product start date (B)(6) 2013 (previous essure date), she had received treatment for pain, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 03-sep-2019: pfs received: case became incident. Event 'abdominal pain', 'genital bleeding', 'allergy', 'perforation uterus' were added. Patient date of birth added. Outcome of event pain, bleeding, allergy added as recovered. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation / migration/migration of essure device location of device: uterus'), fallopian tube perforation ('perforation (fallopian tube(s))/ essure device extruded from the right fallopian tube/essure device penetrating the tube & adherent to the left lower quadrant') and genital haemorrhage ('general abnormal bleeding') in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included heart disease, unspecified, peripartum cardiomyopathy, pregnancy, nephrolithiasis, c-section, heartburn, diarrhea, vomiting, spontaneous abortion, cardiac valve disease and polycystic ovarian syndrome. Concurrent conditions included tachycardia nos, hypertension nos, epigastric pain, diastasis of muscle, ovarian cyst nos, umbilical hernia, ventral hernia, genital disorder female nos, peritoneal adhesions, endometriosis, cardiac dysrhythmias, pelvic adhesions, penicillin allergy, pollen allergy and pap smear. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) and medroxyprogesterone acetate (depo provera) from (B)(6) 2007 to (B)(6) 2008 for contraception. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("physical pain/ pain"), abdominal pain ("abdominal pain"), depression ("psych injury related to essure/psychological or psychiatric problems condition: depression and mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and anxiety ("psych injury related to essure/psychological or psychiatric problems condition: depression and mental anguish"). On (B)(6) 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 2 years 4 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and hypersensitivity ("allergy"). The patient was treated with surgery ((B)(6) 2010 (hysterectomy (full},tubal ligation) and surgical removal of coil(s), (B)(6) 2010 (hysterectomy (full},tubal ligation)). Essure was removed on (B)(6) 2010. At the time of the report, the uterine perforation, fallopian tube perforation, depression, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain and hypersensitivity had resolved. The reporter considered abdominal pain, anxiety, depression, fallopian tube perforation, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: product start date (B)(6) 2013(previous essure date). She had received treatment for pain and perforation. Discrepancy noted: essure insertion date: (B)(6) 2008 (as per pfs). 3 rings seen outside the os after placement of the coils. Discrepancy noted: hsg test was already done but now patient did not underwent essure confirmation test was given. Left tube was scarred bad enough to be unable to be obstructed with the essure device. Essure device on the right is extruding from the cornu of the uterus, apparently it perforated through the fallopian tube and is almost fully extruded. Essure device was unable to be inserted on her left side. Essure device was buried inside the os. She has been on cervical caps. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, pelvic pain, uterine perforation and fallopian tube perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs and mr received. New events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia, depression, mental anguish and perforation (fallopian tube(s))/ essure device extruded from the right fallopian tube/essure device penetrating the tube & adherent to the left lower quadrant were added. Event onset date was added. Medical history and concomitant drugs were added. Patient's demographic details were added. Reporter's information was added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.